Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 470 mg/dl due to a no delivery alarm and a protruded drive support cap. The customer was treated for the high blood glucose with their insulin pump. The customer returned the product for analysis.